Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported that their groshong catheter that was placed on (B)(6) 2016 is leaking. Catheter is used for IV fluids and tpn, "tpn is the only means of nutrition and hydration". Patient has contacted the clinical nurse manager in interventional radiology to have the leak confirmed. On (B)(6) 2017 - patient indicated that the catheter will be replaced in order to continue therapy.